Event description:
It was reported to boston scientific corporation that an advantage fit system and two other non-bsc devices were implanted into the patient during a procedure performed on (B)(6) 2011. After the treatment, the patient underwent surgery on (B)(6) 2015, to address the problems, which included adherent stones and eroded pelvic mesh. A further surgery was also performed on the patient on (B)(6) 2017 as a result of bladder erosion caused by pelvic mesh.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The revision surgery surgeon is: dr.(B)(6). The following imdrf patient codes capture the reportable event of: e2006 - eroded pelvic mesh. E2328 - adherent stones. The following imdrf impact code capture the reportable event of: f1905 - capture the reportable event of patient had to undergo revision surgery to address the reported complications. F1901 - patient had more than just mesh excision performed.